Event description:
The pump was returned for investigation. Investigation revealed that the display was dim, faded, and discolored. Investigation also revealed that the battery compartment was cracked. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following: during testing, the display was found to be dim, faded, and discolored. The battery compartment was found to be cracked on the threads and also between the case seal and finger pad. Unrelated to the complaint, evaluation revealed that the information label on the back of the pump was peeling/torn. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).